Event description:
It was reported that there was damage to the casing of the external pulse generator. The device was returned for repair and subsequently tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the upper/lower cases were broken. Analysis also found that the battery release, battery release o-ring, and battery drawer o-ring were contaminated. The side bail covers, three case screws, side bails, and ring were missing. The ring cover, lead flex cover and battery drawer were broken. The battery flex was corroded.